Manufacturer narrative:
An event of device embolization into the right atrium was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 25mm amplatzer pfo occluder was selected for implant with a 9fr torqvue delivery system. The user did not measure the size of pfo. After deployment, 2 wiggle tests were performed to confirm the device was stable, and then the device was released from the delivery cable. Upon release, the device embolized into the right atrium. The pfo was retrieved with biopsy forceps after unsuccessful attempts with snares, and a 35mm amplatzer pfo occluder (lot number unknown) was implanted. The patient is reported to be stable.